Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the stopped feeling stimulation the day prior to the report. They stated that since they stopped feeling stimulation, they have charged up their implantable neurostimulator (ins) and controller, and tried increasing stimulation. Upon trying to increase stimulation, the patient noted seeing the 59-settings not available screen. They mentioned that they were originally at 5.5, and tried turning stimulation down, but then they couldn¿t turn it back up again. The patient stated that now they are stuck on program 2 at 5.1. While on program 1, they tried increasing stimulation from 0, but kept seeing the ¿settings not available¿ screen. The patient programmer showed that stimulation was on. Patient services tried walking the patient through changing to group b, but they only had access to group a. It was also noted that the patient only has access to their intensity and on/off stimulation. The patient stated that at one point they had access to group a, b, and c, but now they only have a. The patient was unsure when they lost access to the other groups, but thinks it was at their last adjustment. The patient confirmed that the adjustment was for routine therapy optimization. They noted that they have not had any falls or trauma. Additional information received from the manufacturing representative (rep) indicated that the patient cannot increase stimulation for programs 1 and 1 without getting the ¿settings not available¿ screen. Impedances were checked, and electrode 10 is greater than 40,000 ohms, and all other electrodes are between 690-800 ohms. The rep was going to eliminate electrode 10 in program 2. They also stated that this has been the first notice of impedance issues since the patient has been implanted. No further complications were reported. The patient was redirected to their healthcare provider to have their device checked. Indication for use includes spinal pain. Additional information received from the manufacturing representative indicated that electrode 10 had high impedances, which led to the patient¿s loss of stimulation, and ¿settings not available¿ screen. They noted that they programmed around electrode 10. No further complications were reported.